Event description:
During a procedure for a distal radius fracture, the surgeon repositioning and installed the plate. The surgeon drilled through the bone using a guiding block and quick drill sleeve. A va rocking screw was then inserted through the guiding block in a positioning hole. Each screw was locked. One of the screws penetrated the distal row styloid hole of the plate. The surgeon was unable to remove the screw. The plate was left in the patient and the procedure was completed. This is 4 of 10 reports submitted on this event #(B)(4).

Manufacturer narrative:
This device was used for diagnosis, not treatment. Lot number is unknown. Since no lot#, mfg date unknown. Without a lot number the device history records review could not be completed. The returned producted was evaluated. The shaft thread of the locking screws is worn too. This pointed out deformation of the head thread resulted due the contact to the plate thread. The plate does show marks, scratches and signs of worn threads. Review of manufacturing records showed no deviation from print specifications, no product fault could be detected. Placeholder.